Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included peptic ulcer, uterine dilation and curettage, abortion and tonsillectomy. Concurrent conditions included obesity, chest pain, uterine fibroid, head tremor, gerd, irritable bowel syndrome, heartburn, diarrhea, tendonitis, vomiting, latex allergy, uterine fibroid and drug hypersensitivity. Concomitant products included ibuprofen, loratadine, pseudoephedrine sulfate (claritin-d allergy), omeprazole, omeprazole (prilosec) and oxycodone. On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced back pain ("back pain / back trouble / pain lower back pain, shooting sharp pain") and cervix inflammation ("cervix became inflamed"). In (B)(6)2012, the patient experienced oedema ("weight gain with swelling"). In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia with on and off periods every few days with sometimes very heavy bleeding") and fatigue ("fatigue"). In (B)(6), the patient experienced libido decreased ("decreased sex drive / hormonal changes (loss of sex drive swings)/ loss of sex drive resulted in problems with her marriage"), pollakiuria ("urinary frequency"), migraine ("migraines / had migraines 1-2 times a month withintense pain"), joint swelling ("swollen joints"), musculoskeletal stiffness ("morning stiffness"), dizziness ("dizziness"), insomnia ("insomnia"), adenomyosis ("adenomyosis") and mood swings ("mood swings"). In (B)(6), the patient experienced depression ("depression") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/ crampng was sharp and towards the back"), arthralgia ("painful joints / knees pain / hip pain / shoulder pain / aches in joints"), neck pain ("neck pain"), disturbance in attention ("difficulty concentrating"), pain in extremity ("feet pain") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain lower, oedema, vaginal haemorrhage, menorrhagia, depression, pollakiuria, nausea, dysmenorrhoea, neck pain, musculoskeletal stiffness, dizziness, insomnia, disturbance in attention, adenomyosis, mood swings, pain in extremity and cervix inflammation outcome was unknown, the headache, migraine and arthralgia was resolving and the libido decreased, dyspareunia, fatigue, joint swelling and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, arthralgia, back pain, cervix inflammation, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, joint swelling, libido decreased, menorrhagia, migraine, mood swings, musculoskeletal stiffness, nausea, neck pain, oedema, pain in extremity, pelvic pain, pollakiuria and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, urinary frequency, migraines, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, swollen joints, painful joints, neck pain, morning stiffness, dizziness, insomnia, difficulty concentrating, adenomyosis, mood swings, knees pain / hip pain / shoulder pain, feet pain, abdominal swelling, cervix became inflamed, she did not undergo essure confirmation test", reporter added from pfs. Concomittant and historical condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy bleeding') and foot operation ('foot surgery') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included peptic ulcer, uterine dilation and curettage, incomplete abortion and tonsillectomy. Previously administered products included for an unreported indication: vicodin. Concurrent conditions included obesity, chest pain, uterine fibroid, head tremor, gerd, irritable bowel syndrome, heartburn, diarrhea, tendonitis, vomiting, latex allergy, uterine fibroid and drug hypersensitivity. Concomitant products included ibuprofen, loratadine, pseudoephedrine sulfate (claritin-d allergy), omeprazole, omeprazole (prilosec) and oxycodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain / back trouble / pain lower back pain, shooting sharp pain") and cervix inflammation ("cervix became inflamed"). In december 2012, the patient experienced oedema ("weight gain with swelling"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia with on and off periods every few days with sometimes very heavy bleeding") and fatigue ("fatigue"). In 2013, the patient experienced libido decreased ("decreased sex drive / hormonal changes (loss of sex drive swings)/ loss of sex drive resulted in problems with her marriage"), pollakiuria ("urinary frequency"), migraine ("migraines / had migraines 1-2 times a month withintense pain"), joint swelling ("swollen joints"), musculoskeletal stiffness ("morning stiffness"), dizziness ("dizziness"), insomnia ("insomnia"), adenomyosis ("adenomyosis") and mood swings ("mood swings"). In 2014, the patient experienced depression ("depression") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ crampng was sharp and towards the back/ crampy periods"), arthralgia ("painful joints / knees pain / hip pain / shoulder pain / aches in joints"), neck pain ("neck pain"), disturbance in attention ("difficulty concentrating"), pain in extremity ("feet pain") and abdominal distension ("abdominal swelling"), underwent foot operation (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroma found in uterus"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, foot operation, back pain, abdominal pain lower, oedema, vaginal haemorrhage, menorrhagia, depression, pollakiuria, nausea, dysmenorrhoea, neck pain, musculoskeletal stiffness, dizziness, insomnia, disturbance in attention, adenomyosis, mood swings, pain in extremity, cervix inflammation and uterine leiomyoma outcome was unknown, the headache, migraine and arthralgia was resolving and the libido decreased, dyspareunia, fatigue, joint swelling and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, arthralgia, back pain, cervix inflammation, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, foot operation, genital haemorrhage, headache, insomnia, joint swelling, libido decreased, menorrhagia, migraine, mood swings, musculoskeletal stiffness, nausea, neck pain, oedema, pain in extremity, pelvic pain, pollakiuria, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Most recent follow-up information incorporated above includes: on 23-jul-2019: social media case received. Events uterine fibroma, foot surgery were added. Patient & reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy bleeding') and foot operation ('foot surgery') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included peptic ulcer, uterine dilation and curettage, incomplete abortion, tonsillectomy, anxiety and whiplash injury. Previously administered products included for an unreported indication: vicodin. Concurrent conditions included obesity, chest pain, uterine fibroid, head tremor, gerd, irritable bowel syndrome, heartburn, diarrhea, tendonitis, vomiting, latex allergy, uterine fibroid, drug hypersensitivity and migraine headache. Concomitant products included ibuprofen, loratadine, pseudoephedrine sulfate (claritin-d allergy), omeprazole, omeprazole (prilosec) and oxycodone. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramping was sharp and towards the back/ crampy periods"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain / back trouble / pain lower back pain, shooting sharp pain") and cervix inflammation ("cervix became inflamed"). In (B)(6) 2012, the patient experienced oedema ("weight gain with swelling") and swelling ("weight gain with swelling") and was found to have weight increased ("weight gain with swelling"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia with on and off periods every few days with sometimes very heavy bleeding") and fatigue ("fatigue"). In 2013, the patient experienced libido decreased ("decreased sex drive"), pollakiuria ("urinary frequency"), migraine ("migraines / had migraines 1-2 times a month with intense pain"), joint swelling ("swollen joints"), arthralgia ("painful joints / knees pain / hip pain / shoulder pain / aches in joints"), neck pain ("neck pain"), musculoskeletal stiffness ("morning stiffness"), dizziness ("dizziness"), insomnia ("insomnia"), disturbance in attention ("difficulty concentrating"), adenomyosis ("adenomyosis"), mood swings ("mood swings") and loss of libido ("hormonal changes (loss of sex drive swings)/ loss of sex drive resulted in problems with her marriage"). In 2014, the patient experienced depression ("depression") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches"), pain in extremity ("feet pain") and abdominal distension ("abdominal swelling"), underwent foot operation (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroma found in uterus"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, foot operation, back pain, abdominal pain lower, oedema, vaginal haemorrhage, menorrhagia, depression, pollakiuria, nausea, dysmenorrhoea, neck pain, musculoskeletal stiffness, dizziness, insomnia, disturbance in attention, adenomyosis, mood swings, cervix inflammation, uterine leiomyoma, loss of libido, swelling and weight increased outcome was unknown, the headache, migraine, fatigue, arthralgia and pain in extremity was resolving and the libido decreased, dyspareunia, joint swelling and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, arthralgia, back pain, cervix inflammation, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, foot operation, genital haemorrhage, headache, insomnia, joint swelling, libido decreased, loss of libido, menorrhagia, migraine, mood swings, musculoskeletal stiffness, nausea, neck pain, oedema, pain in extremity, pelvic pain, pollakiuria, swelling, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received- the outcome of event feet pain was updated from unknown to recovering. Medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and foot operation ('foot surgery') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included peptic ulcer, uterine dilation and curettage, incomplete abortion, tonsillectomy, anxiety and whiplash injury. Previously administered products included for an unreported indication: vicodin. Concurrent conditions included obesity, chest pain, uterine fibroid, head tremor, gerd, irritable bowel syndrome, heartburn, diarrhea, tendonitis, vomiting, latex allergy, uterine fibroid, drug hypersensitivity and migraine headache. Concomitant products included ibuprofen, loratadine, pseudoephedrine sulfate (claritin-d allergy), omeprazole, omeprazole (prilosec) and oxycodone. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ crampng was sharp and towards the back/ crampy periods"). On (B)(6) 2012, the patient experienced back pain ("back pain / back trouble / pain lower back pain, shooting sharp pain") and cervix inflammation ("cervix became inflamed"). In (B)(6) 2012, the patient experienced oedema ("weight gain with swelling") and swelling ("weight gain with swelling") and was found to have weight increased ("weight gain with swelling"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia with on and off periods every few days with sometimes very heavy bleeding") and fatigue ("fatigue"). In 2013, the patient experienced libido decreased ("decreased sex drive"), pollakiuria ("urinary frequency"), migraine ("migraines / had migraines 1-2 times a month withintense pain"), joint swelling ("swollen joints"), arthralgia ("painful joints / knees pain / hip pain / shoulder pain / aches in joints"), neck pain ("neck pain"), musculoskeletal stiffness ("morning stiffness"), dizziness ("dizziness"), insomnia ("insomnia"), disturbance in attention ("difficulty concentrating"), adenomyosis ("adenomyosis"), mood swings ("mood swings") and loss of libido ("hormonal changes (loss of sex drive swings)/ loss of sex drive resulted in problems with her marriage"). In 2014, the patient experienced depression ("depression") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches"), pain in extremity ("feet pain"), abdominal distension ("abdominal swelling"), flatulence ("gas pain in shoulder"), musculoskeletal pain ("gas pain in shoulder") and hypomenorrhoea ("periods are so light"), underwent foot operation (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroma found in uterus"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, foot operation, genital haemorrhage, back pain, abdominal pain lower, oedema, vaginal haemorrhage, menorrhagia, depression, pollakiuria, nausea, dysmenorrhoea, neck pain, musculoskeletal stiffness, dizziness, insomnia, disturbance in attention, adenomyosis, mood swings, cervix inflammation, uterine leiomyoma, loss of libido, swelling, flatulence, musculoskeletal pain and hypomenorrhoea outcome was unknown, the headache, migraine, fatigue, arthralgia, pain in extremity and weight increased was resolving and the libido decreased, dyspareunia, joint swelling and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, arthralgia, back pain, cervix inflammation, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, flatulence, foot operation, genital haemorrhage, headache, hypomenorrhoea, insomnia, joint swelling, libido decreased, loss of libido, menorrhagia, migraine, mood swings, musculoskeletal pain, musculoskeletal stiffness, nausea, neck pain, oedema, pain in extremity, pelvic pain, pollakiuria, swelling, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu5&fu6 proceed together: social media received. Reporter's information added. Event periods are so light added. Event outcome: weight gain were updated to recovering. On 20-mar-2020: fu5&fu6 proceed together: social media received. New events gas pain in shoulder was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain lower ("cramping"), headache ("headaches"), weight increased ("weight gain") and libido decreased ("decreased sex drive"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain lower, headache, weight increased and libido decreased outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, headache, libido decreased, pelvic pain and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.